Event description:
A system operator reports a pt with topographically-observed "central islands" (corneal irregularities) following refractive surgery. This report is for the left eye, the right eye is being submitted under manufacturer number 1061857-2008-00001. This patient experienced a 1-line decrease in bcva in the left eye at 13 days post-op. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
A surgery database performance verification was conducted on this system and the analysis determined the laser performance factors analyzed were operating within specifications during the time of this patient's surgery.